Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial #: (B)(4), implanted: (B)(6) 2015, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 15-jul-2017, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. The indications for use were sciatic nerve damage, degenerative disc disease, spinal pain, non-malignant pain and failed back surgery syndrome. On (B)(6) 2019 it was reported that the patient came in for a refill feeling like the pump was not working correctly. The healthcare provider aspirated 17ml instead of 3ml. The environmental external or patient factors that may have led or contributed to the issue was ¿decrease in pain relief¿. The diagnostics and troubleshooting performed was cap (catheter access port) aspiration attempted but not successful. The actions and interventions taken to resolve the issue was surgery was being scheduled for a catheter revision. The issue was not resolved at the time of the report. The patient status was noted as alive, no injury and no further complications were reported or anticipated.